Event description:
On (B)(6) 2010, the pt reported she has had elevated blood glucose readings from 333 mg/dl to hi on her meter with normal range being around 184-210 mg/dl. Symptoms are extreme fatigue, blurred vision, and headache. She treated her readings by bolusing 25 units of insulin via her infusion device. She stated she has an infection at her site location which has resulted in the elevated readings. She said the infection was the result of her using her headset longer than recommended. She stated that on (B)(6) 2010, she went to the hospital emergency room for her elevated readings. She said she was not treated at the hospital for her infection or her readings but was advised to clean the infected area with alcohol pads and apply an antibiotic ointment to it. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.